Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was reported that patient underwent cysto, bladder and urethral dilation on (B)(6) 2013 due to interstitial cystitis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent bladder and urethral dilation on (B)(6) 2013 due to interstitial cystitis. No additional information was provided